Event description:
During the patient's prophylactic generator replacement surgery high impedance was noted. The surgeon tested the generator with a test resistor and diagnostic results were within normal limits. When diagnostics were performed with the lead connected to the generator, the results showed high lead impedance again. No diagnostics were performed before the surgery. The patient's device was left turned off and the lead was not replaced as there was no patient consent for lead replacement. Follow up with the physician's office found that the surgeon believed there was a break in the lead in the neck area. It was stated that the surgeon could not recommend repairing the lead as there was significant risk with no benefit, so no lead replacement surgery is scheduled. No patient manipulation or trauma is known to have occurred which would have caused the lead break. The patient is pursuing epilepsy surgery at this time. No additional information was provided.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.